Event description:
An ocd lab specialist reported discrepant results for pt samples when performing a cross over study between vitros ckmb and a competitor's assay. There was no report of pt harm as a result of this event.